Manufacturer narrative:
Concomitant medical products: 4193 lead implanted (B)(6) 2003; 6947 lead implanted (B)(6) 2009.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. Intermittent atrial undersensing was also observed. The crt-d and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.